Event description:
It was reported that the patient was had difficulty charging the implantable pulse generator (ipg) and had connectivity issues. Additionally, the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The explanted ipg was kept by the facility.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device.

Event description:
It was reported that the patient was having an increased in charging burden and connectivity issues. Additionally, the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted ipg was kept by the medical facility.